Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. 50718077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), psychological trauma ("psychological injury"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy reaction"). The patient was treated with surgery (hysterectomy bilateral salphigectomy). At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage and hypersensitivity had resolved. The reporter considered device dislocation, genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pain,bleeding,migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New events:pain, abnormal bleeding, allergy reaction, psychological injury, migration was added. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malpositioned essure coil on the right') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 50718077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhea, female sterilization, drug interaction, tremor, hair loss, headache, heartbeats increased, uterine fibroid, spotting vaginal, cramp in lower abdomen, arthritis, anxiety, vaginal bleeding, pelvic pain female, abdominal pain, asthma, bipolar disorder, intramural leiomyoma of uterus, hematometra, menstruation irregular, adenomyosis, leiomyoma of uterus, unspecified, paratubal cyst, nonalcoholic fatty liver disease, fibromyalgia, hyperlipidemia, itching, pneumonia, nephrolithiasis, prediabetes, pulmonary embolism, tenosynovitis, unspecified inflammatory polyarthropathy, neuropathy, vitamin d deficiency, carpal tunnel syndrome, kidney stones, urge incontinence and hypertonicity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), psychological trauma ("psychological injury") and hypersensitivity ("allergy reaction"). The patient was treated with surgery (endometrial novasure ablation and hysterectomy bilateral salphigectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and hypersensitivity had resolved. The reporter considered device dislocation, genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pain,bleeding,migration. The essure coils were advanced without resistance bilaterally, with 3 trailing coils on both sides. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 22-apr-2021: medical record received: previously reported event 'genital hemorrhage' was made medically significant and intervention required due to added surgery. Medical history, patient's date of birth, reporter information were added. Rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. 50718077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), psychological trauma ("psychological injury"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergy reaction"). The patient was treated with surgery (hysterectomy bilateral salphigectomy). At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage and hypersensitivity had resolved. The reporter considered device dislocation, genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 9-jun-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.